Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports before the procedure; the subjective refraction on the op was -6.0/-2.25/140; the lens was supposed to correct the cylinder in its entirety; while the postoperative subjective refraction remained +0.50/-1.50/178; so a significant part of the astigmatism remained; only in the unusually changed axis.

Manufacturer narrative:
Health effect clinical code: (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm5_12.6 -9.0/-2.50/50 (sphere/cylinder/axis) was implanted on (B)(6) 2022. Refractive surprise was reported. Reportedly "no pathological changes noticed during last examination. Icl placed in axis 175 (planned: 180)." Problem is not resolved. Cause of the event is reported as unknown. Claim#: (B)(4).